Manufacturer narrative:
Product analysis: analysis was able to confirm the output connection ports were broken. Analysis also noted that a knob was missing, upper case was broken around the rate encoder, and the battery drawer was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connection ports and a broken knob. The epg was returned for service. There was no patient involvement.